Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in searching the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the reported event; however, the initial reporting suggests the size device selected at primary surgery did not achieve the desired range of motion. Additional provided information stated, the products were not suspected of failing to meet specifications or being contributing factors to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address lack of range of motion due to overstuffing of joint.